Event description:
It was reported that the jaw of a orthodontic dental plier broke off during activation of the wire. The cutting edge fractured the tooth 21, later devitality and lost could not be excluded. The trauma of neighboring tooth was unclear. The tooth was directly repaired by the doctor. There was no report of any other complications following this event.